Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue; however physio downloaded the device's electronic records and did not observe any discrepancies. Physio determined that cause of the reported issue was due to an intermittent connection from the ac to dc power adapter. After replacing the ac to dc power adapter proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device will not complete the boot-up process. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device will not complete the boot-up process. There was no patient use associated with the reported event.